Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Additionally, patient reported "traces of fluid accumulated." Device remains implanted.